Event description:
Customer reported that the reservoir was leaking insulin into the reservoir compartment during normal use. Nothing further was reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.